Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles occurred. Following the insertion of the farawave catheter into the faradrive sheath, the physician aspirated as per the instruction for use. A stream of bubbles was noted that came through the tubing and into the syringe. The physician aspirated more than 20ml and continued to withdraw more air up until the sheath had no air entrapped within it. Additionally, a pressure bag was used for irrigation of sheath. The bubbles were observed in the fluid line of the sheath when aspirating back. The guidewire was positioned at the tip of the farawave catheter. No other issue has been reported. The procedure was completed successfully by replacing the sheath. There was no patient complications. The device is not expected to be returned.